Event description:
A medtronic representative reported that the mach cranial application exited during registration on two separate attempts. First exit occurred after storing 10 points for pointmerge. Re-started the application and points were no longer stored. Proceeded to do touch-n-go registration and software exited again. Re-started application a third time, touch-n-go registration was successful and case proceeded as planned. The surgeon completed the surgery with the use of the stealthstation. There was no impact on the pt outcome.

Manufacturer narrative:
Software investigation currently in progress.